Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose went low. The blood glucose reading was 50 mg/dl. The customer treated with milk and candy and brought the blood glucose up to 80 mg/dl. The customer was assisted with programming the bolus wizard and basal rates. The insulin pump was not replaced or returned.